Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sudden loss of consciousness. The patient's wife promptly contacted emergency services, and paramedics arrived at the scene. A bg reading taken by the paramedics showed a level of 500 mg/dl. The patient was transported to the hospital and admitted for observation and treatment, remaining under medical care for over 24 hours. During the hospital stay, the patient received insulin injections to manage the elevated blood glucose levels. At the time of this report, the patient is showing signs of improvement and is feeling somewhat better. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.